Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid loss in system a couple months ago. All the components were removed and replaced with a new aus system consisting of a 4.5 cm cuff, a control pump and a 61-70 balloon. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.